Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare professional (hcp) via manufacturer representative (rep). It was reported that the rep asked for the pump but the hcp refused and said it had to go to their own investigative team. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer and a healthcare professional (hcp) via a company representative. The pump had a motor stall and was replaced (B)(6) 2019. Patient status was alive - no injury. The issue was resolved. Medical history was asked and will not be made available.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative (rep) and a patient who was receiving fentanyl, 400 mcg/ml concentration bupivacaine, 40 mg/ml and morphine, 50 mg/ml at unknown dose via intrathecal drug delivery pump for non-malignant pain and failed back surgery syndrome. It was reported that the pump was alarming or beeping. The pump started alarming this morning. The alarm was dual toned. The sound was consistent with pump alarms. Patient checked the pump with the patient programmer (ptm) and reported seeing code 8476. Patient did not have any magnetic resonance imaging (MRI). About 10 days ago, he slipped and fell. When he fell the pump caught on a chair and he was bruised on the side where the pump was. The pump was filled on (B)(6) 2019 and an ultra sound was done and they said everything was ok. Patient's legs were going numb like he was paralyzed. Patient service specialist (pss) reviewed the patient would need to watch for signs of under dose or with drawl and seek medical attention as he felt appropriate, patient responded by saying "I am going through that right now". No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a consumer reported the patient's pump was replaced due to the pump malfunctions for the past couple months. It was noted the pump would motor stall and would stop for spurts of time. The patient had to go to the ER multiple time.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare professional (hcp). The cause of the motor stall was not determined. The patient experienced increased pain during the motor stall. The patient was seen in the clinic the morning of the pump failure. The motor stall resolved spontaneously and restarted within 1-2 days. The pump was currently functional. The patient was to be scheduled for replacement of the device. The patient¿s weight was (B)(6).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.